Event description:
It was reported that, the console issued error codes 58 (self test process failure (one of the tests completed with fail status)) and 142 (external indicator - foot switch sw1 status fail) during preparation. The procedure was cancelled due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console component was not returned for analysis. However, replacement of the footswitch was recommended to resolve the issue. The reported error codes event was confirmed. According to the device instructions for use: notifications and error messages display in the notification bar at the bottom of the screen. If you press ready while there is an error, it opens the notification screen. You can also open it from the notification bar as a pop-up by pressing the show notifications button. Follow the instructions for the error message or notification.

Event description:
It was reported that, the console issued error codes 58 (self test process failure (one of the tests completed with fail status)) and 142 (external indicator - foot switch sw1 status fail) during preparation. The procedure was cancelled due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.